Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.